Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Visual evaluation of the returned device found the flare detached, the catheter kinked in the middle and distal sections, and the wire kinked in two sections in the middle of the device. The handle cannula was in good condition and the device presented evidence of the flaring process. Functional testing could not be performed due to flare detachment. The complaint was confirmed, the device flare is detached, this condition does not allow the device to be actuated and causes the catheter to look the incorrect length. The failures found were most likely due to tortuous anatomical and/or other operational factors encountered during the procedure; therefore, the most probable root cause classification for this event is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used in the cecum during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the snare failed to extend from the sheath. It was noted that the plastic sheath was too long to advance the snare loop out of the sheath. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results: flare detached.